Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Issue found during testing. No patient was involved. Upon follow up on (B)(6) 2018 the customer confirmed there was no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for no audible alarm. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.